Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer states their blood glucose level at the time of incident was 599mg/dl. The customer will call to conduct troubleshoot on the device. Nothing is being returned or replaced at this time.